Manufacturer narrative:
Final device investigation found no obvious deep scoring, severe nicks, gouges or missing areas under magnification that would indicate the device released any metal fragments. All of the teeth of the device appeared intact. The device spun freely upon function testing with no signs of scraping metal or binding.

Event description:
It was reported that during a shoulder arthroscopy, small metal fragments were coming off the device in the operative field. All of the shavings were removed by suction. Another shaver was used to complete the procedure, which continued normally. There was no pt harm or injury.